Event description:
The patient (pt) arrived for surgery on left lower leg. A foley catheter was placed in surgery and was asked to be removed that evening. The nurse (rn) was only to withdraw 1ml of fluid from balloon of catheter but was unable to do so. Another clinician tried twice to remove the fluid from catheter and did not aspirate any. The catheter tubing did not move when attempting to see if tubing would move. We notified a physician and a urologist came and saw the pt the next day. Pt was taken to surgery and foley was removed. The physician said the catheter was defective.